Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. Philips technical services (ts) confirmed the reported issue. Ts walked the customer through set up and found that the customer had the pressure line connected to the proximal line. The customer corrected the set up and the test now passes with the new test procedures. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the unit failed the pvt (performance verification test) pressure accuracy test. During the air delivery test, the pressure was not passing. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.